Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was inserted and deployed; however, no sutures were harvested upon retracting the plunger. The physician attempted to remove the device, but resistance was noted. Observation under fluorography confirmed that the foot was not communicating with the handle lever. The actuator wire was exposed and cut from the handle allowing the foot to return to the parked position. The device was removed and manual compression was held for 20 minutes until hemostasis was achieved. The pt has recovered without further incident.